Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt something was off with their implant. At the implant site the patient stated it kind of started to swell and bruise the night prior to report. They reported it went away the day of the report, but it was still swollen and sensitive to the touch. Patient also reported they felt stimulation where they were supposed to, but also had a slight tingling around the battery, where it was implanted. The patient reported no falls or traumas related to the reported issue, as far as the patient knew. They were able to confirm stimulation was on with their patient programmer. The patient stated that decreasing the stimulation got rid of some of the stimulation around the implant site, but it was never really uncomfortable. It was reviewed the patient should contact their healthcare provider to check the implant site and look at the components. The patient reported this was a sudden onset of issues at the ins site. No further complications were reported or anticipated.